Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 6. On 2023-11-13, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, mobility, bleeding and inflammation. No further patient complications were reported.